Event description:
It was reported from (B)(6) that the "battery is not accepted by the controller" and "early change of the battery (50%?)." The battery was exchanged from stock with no effect on the patient. A preliminary review of the log files by the manufacturer found no alarms logged from the available data starting 14 days prior to the reported event date through the event date.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the battery and returned the device to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The returned battery ((B)(4)) passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. The reported event could not be confirmed. Review of the controller log files revealed no anomalies found for battery serial (B)(4) within the analyzed period. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117. Battery has not been received.